Event description:
It was reported that during a da Vinci-assisted procedure, after port placement, the Patient Side Cart (PSC) touchpad was not functional, and the site was unable to recover from the fault. An Intuitive Surgical, Inc. (ISI) Technical Support Engineer (TSE) guided the site through a hard power cycle; however, the issue persisted. The TSE reviewed the logs and identified an error indicating that the PSC Touchpad Assembly failed self-diagnostics. The procedure was aborted; however, after the parts were replaced, the procedure was able to continue and therefore was not rescheduled for a later date. The patient tolerated the event well, there was no additional patient injury, and the patient¿s current status is fine.

Manufacturer narrative:
An Intuitive Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The FSE replaced the Patient Side Cart (PSC) touchpad to resolve the error, and the system was tested and verified as ready for use.A review of the site's system logs was performed for the reported procedure date, and the investigation revealed the following possible related errors: The PSC TouchPad Assembly failed self-diagnostics. The Patient Side Cart (PSC) touchscreen has not been received for failure analysis evaluation.